Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient's ipg was non-functional. It was also noted that the patient was charging the ipg more frequently. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient's ipg was non-functional. It was also noted that the patient was charging the ipg more frequently. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was non-functional. It was also noted that the patient was charging the ipg more frequently. The patient will undergo an ipg replacement procedure.